Event description:
The customer stated that during the daily check, pressing on the chassis by the power switch causes the device to reboot. No patient involvement.

Manufacturer narrative:
Result - other (ferrite bead shifting out of its normal path and coming in contact with the cable). The device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed the reported failure of the device rebooting when pressure was applied to the device's upper chassis. The cause of the failure was due to a ferrite bead that shifted from its original position, and pressing a cable onto a circuit board connector causing a short circuit. Replacement of the cable and rerouting of the ferrite bead resolved the failure. The device was repaired and returned to the customer.